Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000210, serial/lot #: none. Product ID: bi71000562, serial/lot #: none. A manufacturer representative went to the site to service the system. The on/off key was replaced and the dongle standoff was tightened. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system was going into emergency stop unexpectedly. Upon further inspection, a manufacturer representative found the on/off key was severely bent and the dongle was not attaching properly. This issue was noted outside of a procedure, and there was no patient involvement.